Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage 2.91v; pre-approaching rrt.

Event description:
It was reported that the projected device longevity was much less than expected after only two years of implant, and an increased current drain was found. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Hybrid analysis confirmed the low battery voltage. When powered by an external supply, the system current drain was nominal; the device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis found small, isolated li-plating was observed on the inside surface of the battery case, however no lithium (li)-plating was detected inside the head space insulator (hsi). Based on the destructive analysis, no evidence of an internal short was found. The lithium (li) anode was intact with uniform li utilization throughout the length of the anode. The separators, insulators and welds were intact and in good condition; there was no evidence of an internal battery problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.